Manufacturer narrative:
Concomitant medical product: 5076-52, lead; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high rv thresholds. The lead was reprogrammed until a later date when a lead revision was completed. The lead remains in use. No patient complications have been reported as a result of this event.